Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose, as a result the link electronic module (lem) printed circuit board was replaced. It was also noted that the programmer handle was broken, the power cord door was broken, the left keyboard hinge was broken, the stylus was missing and the keyboard was missing. (B)(4).

Event description:
It was reported there were software problems. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.